Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having bkp spinal ther apy for osteoporotic compression fracture. Levels implanted at th12 l. It was reported that the transplace connector was temporarily fixated to the rod and when tightened with the last concluded break-off screwdriver, it was removed from the rod, after taking into account the amount of bleeding, the device was finally placed without being fixated .the surgical incision closure without fixation, and re-anchoring was scheduled for a later date. There was a delay of overall greater than 60 minutes procedure time. Additional information received from manufacturer representative that there is no malfunction to the rod and tether. There was some bleeding, but it was not caused directly by the product. The amount is unknown. And there is no manufacturing issue with the connector. Re-anchoring surgery is planned for (B)(6) 2025 monday additional information received that the repeat surgery was performed as scheduled on (B)(6) 2025 (monday), and the connector was removed.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown g2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for product#8205300; lot# ct23f018 after visual and optical examination and functional testing, it does not appear to be any damage other than scratches from use, nor does it indicate any functional issues with the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.